Event description:
I purchased some demetech n95 respirator masks from project n95. I tried one on today and the bottom strap detached from the masks. I tried 2 others on and the same thing happened. Niosh tc-84a-9251, lot #a365-21, expiration date: 01/2026. FDA safety report ID# (B)(4).